Manufacturer narrative:
(B)(4). Date of publication online bare metal stents versus drug eluting stents: where do we stand in 2015? Curr treat options cardiovasc med doi: 10.1007/s11936-015-0393-y . If information is provided in the future, a supplemental report will be issued.

Event description:
This article was to review retrospectively various studies on the use of bare metal stent and drug eluting stent. It review various comparison studies and trials, reporting the various adverse event outcomes from such trial or study. The endeavor trials which compared zotarolimus to paclitaxel drug eluting stent, reported significant differences in death, myocardial infarction and composite end points that favoured zotarolimus. Also reported is the excellent and resolute-(B)(6) registries where patients received either resolute integrity or everolimus, the indications revealed similar results. It was reported that there was no significant difference in the rate of the primary combined outcomes and stent thrombosis.